Event description:
Hcp reported patient experienced heart irregularities after interstim placement. Patient has cardiac pacemaker. Patient to follow-up with cardiologist. No report of device explantation.